Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that during turning on the rotaflow console and the speed exceeds 1000 rpm (revolutions per minute) the error message ¿head error¿ occurred and the pump stopped running. The ¿head error¿ did not cause any injury or delay in treatment. The affected device is out of use and placed in the warehouse for maintenance. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during turning on the rotaflow console and the speed exceeds 1000 rpm (revolutions per minute) the error message ¿head error¿ occurred and the pump stopped running. The ¿head error¿ did not cause any injury or delay in treatment. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) and the reported "head error" could be confirmed. The customer confirmed not to order any repair of the device at this time. The rotaflow console and drive are out of use. Based on these investigation results the reported "head error" could be confirmed. The "head error" is most probably caused by: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities was performed on 2023-12-12 and during the period of 2020-09-04 to 2023-12-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-09-04. Rotaflow drive: the review of the non-conformities was performed on 2023-12-12 and during the period of 2020-10-16 to 2023-12-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2020-10-16. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.